Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a deposit from the cartridge on an intraocular lens (iol) during an implantation procedure. She mentioned that this probably wasn't a scratch but a deposit from a cartridge so she assumes it will go away. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the cartridge was not returned for evaluation. A photo was provided of what appears to be a lens in the eye. A dark mark or linear particulate is observed in the photo. Due to the photo clarity it cannot be determined if this is on or under the lens. A determination as to the origin and nature of the material cannot be made from the photo. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. No determination can be made without physical evaluation of the complaint sample. The manufacturer internal reference number is: (B)(4).